Event description:
Caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset process, after which the error was resolved and the caller successfully started a new sensor session.